Event description:
A home patient (hp) contacted global technical services requesting assistance with starting over with new supplies on the home choice (hc) machine. The hp stated he may have contaminated the bag and wanted to start over with new supplies. The technical service representative (tsr) assisted the hp to cycle power and start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the supply bag. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.